Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f251 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f251 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). A.b: (B)(6) 2018.

Event description:
The customer called to report a tubing leak that occurred during a patient treatment at approximately 164 ml whole blood processed. The operator looked onto the pump deck during the treatment and identified a small leak around the red blood cell pump. The treatment was ended with no blood or products returned back to the patient. After ending the treatment, the customer visually inspected the tubing and did not detect any holes in the tube around the red blood cell pump. The patient was in stable condition and not affected by the incident. The customer will not be returning the product(s) back for investigation.